Event description:
It was reported that the patient had the artificial urinary sphincter 4.5 cm cuff removed due to urinary incontinence as the cuff was not providing sufficient coaptation. A new artificial urinary sphincter 4.0 cuff was implanted as the physician believed the cuff was slightly too big. The procedure was successfully completed and the patient was expected to fully recover.